Manufacturer narrative:
Not returned. Pacemaker 1190 was explanted and replaced with an unspecified dual chamber device. As of this date, the 1190 device has not been returned. If this product should be returned, it will be analyzed. Efforts to obtain further info were unsuccessful. If further info becomes available to our co, the event will be reopened and updated as necessary.

Event description:
Boston scientific (bsc) crm rec'd info from a medwatch form that was created due to this pt requiring surgical intervention to prevent permanent impairment damage. This pt's pacemaker 1190 was recently interrogated due to symptoms of shortness of breath and feelings of vibrations around the pacemaker site. During his follow-up, the physician noted several tachy episodes and right ventricular (rv) loss of capture due to noise on the rv lead t84f. The lead was surgically abandoned and replaced with a new unspecified lead. The device was explanted and replaced with an unspecified dual chamber device.